Manufacturer narrative:
Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (b)(6, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep clarified the issue as erratic, changed with movement to different electrodes. Nothing done, juts reprogrammed. Hcp does know the situation. May have to do lead revision of patient doesn't get pain relief.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Rep reported seeing impedance issue on electrodes 3, 4, 5 in the "orange" and that lead migrated to the right. The other lead has 2 electrodes that are off. X-ray didn't confirm any lead break. Depending on body position the bad impedance can turn good. No accident/fall or trauma reported. Agent reviewed with rep that all she can do is look for stable impedance electrodes and try to use those for programming. If relief is not achieved then revision may be needed.

Manufacturer narrative:
Section d references the main component of the system. D10: other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue was not resolved. The patient was getting very little to no relief. The patient was asking for a lead revision, and the date of the lead revision was unknown.